Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported the non-osseointegration of two dental implants ti titamax implant (4.1)3.75x11. Patient presented bone type iii. No further information was provided.